Manufacturer narrative:
Date received by manufacturer: 29apr2019. Date of report: 31jul2019 the manufacturer's field service engineer confirmed the reported problem. The fse replaced the user-interface-to-power-management cable. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 03may2019. (B)(4). A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer contacted technical support (ts) stating that unit's touchscreen was not responsive. The customer reported there was no patient involvement.